Event description:
While physician was performing an ebus (endobronchial ultrasound), the balloon on the end of the scope came off and was in the pt's airway. The pt was under general anesthesia and was unaware. The balloon was visualized the entire time and was easily removed using forceps. Staff have reached out to the olympus rep and he has had no other reports of this happening and gave some ideas as to why it may have happened. No harm reached the pt. FDA safety report ID# (B)(4).